Event description:
A user facility reported this fastrach leaked after it was inserted into a patient. There was no patient injury or problems. The user facility has been requested to return the device for evaluation.